Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient stated they had been doing some heavy duty axe and chainsaw work. Patient was lying in bed the next day stretching and received inappropriate therapy due to noise. The noise was able to be reproduced. Lead was capped and replaced.